Manufacturer narrative:
B1: type of report: corrected. D1: brand name: corrected. D4: catalog number and UDI: corrected. H1: type of reportable event: corrected. H6: health effect - clinical code and health effect - impact code: corrected. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the submitted log files. The system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 19 hours ((B)(6) 2024 at 17:12:28 to (B)(6) 2024 at 12:27:30 per time stamp). On (B)(6) 2024 at 07:21:28 the driveline is disconnected resulting in a pump stop at 07:22:47. The driveline is reconnected at 07:26:13, and power is restored to the pump at 07:26:16. The pump reaches the set speed of 5300 rpm at 07:26:21. There were no other notable events active in the log file. The no external power and pump stop events are further addressed via the mobile power unit and pump investigations, respectively. Multiple good faith efforts were sent to retrieve additional information regarding patient condition, and if any equipment was exchanged or returning; however, no response was received. The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no external power at the patient's home, the pump was off after that, then the patient was found unresponsive. Log files were submitted for review and captured low voltage hazard/no external power events on (B)(6) 2024 at 0718 while connected to the mobile power unit (mpu). The mpu appeared to have lost power engaging the backup battery (ebb) in the system controller. Then at 0721 both power leads were disconnected briefly. One minute later there was one battery attached to the white power lead however the ventricular assist device (vad) numbers showed zeroes as if disconnected. The vad appeared to be disconnected from 0721 to 0726 with one battery connected to the white power lead. At 0726 the vad showed reconnected with one battery until the other battery was connected at 0915.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.